Event description:
The right atrial (ra) lead was explanted, replaced and returned to the manufacturer, analyzed, tested out of specification and is being reported based on analysis. No patient complications have been reported as a result of this event

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. There was no complaint but analysis found distal conductor fractured in ¿vivo/ flexed. Products: 419478 implantable pacing lead 2008 (B)(6); 694965 implantable defib lead 2006 (B)(6). (B)(4).

Event description:
It was later reported that the ra lead was explanted and replaced due to elevated thresholds and a possible fracture.